Event description:
It was reported via repair work order that the bed had no electronic functions and was stuck in an elevated position due to cpu and potentiometer malfunctions. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: parts on order.

Manufacturer narrative:
It was initially reported that the bed had no electronic functions and was stuck in an elevated position due to cpu and potentiometer malfunctions. Follow-up submitted as further investigation determined there was no malfunction with the potentiometer, it only needed limits burned in after installation.

Event description:
It was reported via repair work order that the bed had no electronic functions and was stuck in an elevated position due to cpu malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.